Manufacturer narrative:
The reported events of loss of capture, loss of sensing and under sensing were not confirmed. A complete lead was returned for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for procedure, the left ventricular (lv)lead exhibited loss of capture, loss of sensing and under sensing. The programmer was restarted, new cables, new adapter, and different programmer was used. But all attempts failed. Use of alligator clamps also failed. The lead was not used, and replaced. New lead worked fine. The patient was stable.